Event description:
It was reported patient attended facility today for PICC line assessment for fracture. Upon assessment, PICC measuring 18.5cm. No venous return noted and when PICC line flushed, visible leaking from site above statlock. PICC line removed, 42cm on removal. Fracture confirmed. PICC site cleaned and dressed in premipore, patient aware to monitor for any signs of redness/swelling/pain/infection and aware to contact helpline with any worries or concerns. Informed patient that facility will be in touch about getting PICC line reinserted as will need this in situ for treatment. Drug details: omdg. The following additional detail was provided for this event as part of a focus survey: it was reported total length of catheter 55cm, cut at 42, external length 18.5cm inserted in basilic, 4cm exit mark and secured with a secureacath. PICC used for oncology treatment of omdg. Visible hole/fracture outside the patient (at exit site or on external part of PICC) 33 days after implantation. Site cleaned with chloraprep 3ml chg 2% ipa 70%.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and two splits were observed; one split was observed between the 4 cm and 5 cm depth markings, and the second split was observed between the 11 cm and 12 cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient attended facility today for PICC line assessment for fracture. Upon assessment, PICC measuring 18.5cm. No venous return noted and when PICC line flushed, visible leaking from site above statlock. PICC line removed, 42cm on removal. Fracture confirmed. PICC site cleaned and dressed with premipore, patient aware to monitor for any signs of redness/swelling/pain/infection and aware to contact helpline with any worries or concerns. Informed patient that facility will be in touch about getting PICC line reinserted as will need this in situ for treatment. Drug details: omdg. The following additional detail was provided for this event as part of a focus survey: it was reported total length of catheter 55cm, cut at 42, external length 18.5cm inserted in basilic, 4cm exit mark and secured with a secureacath. PICC used for oncology treatment of omdg. Visible hole/fracture outside the patient (at exit site or on exernal part of PICC) 33 days after implantation. Site cleaned with chloraprep 3ml chg 2% ipa 70% additional information provided 10/15/2024: there was no injury to the patient but they required a new PICC line placed before receiving further sact administration.

Event description:
It was reported patient attended facility today for PICC line assessment for fracture. Upon assessment, PICC measuring 18.5cm. No venous return noted and when PICC line flushed, visible leaking from site above statlock. PICC line removed, 42cm on removal. Fracture confirmed. PICC site cleaned and dressed with premipore, patient aware to monitor for any signs of redness/swelling/pain/infection and aware to contact helpline with any worries or concerns. Informed patient that facility will be in touch about getting PICC line reinserted as will need this in situ for treatment. Drug details: omdg.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.